Event description:
A cypher select 2.25 x 18mm was put in the patient and crossed the discrete lesion easily, and the indeflator was connected. When using negative pressure before dilation, they saw something wrong and found the hub to be cracked. The product was removed from the patient and the procedure was extended for 10 minutes. The cypher was not deployed. The procedure was completed with another stent. After further review of the analysis, it was confirmed that the balloon could not be inflated.

Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. A 2.25 x 18mm cypher select sds was positioned in a discrete mildly calcified coronary lesion in the left anterior descending artery. It was attempted to apply negative pressure to the device while in the patient. At this time, it was discovered a crack was present in the hub. The sds was therefore removed with its associated stent and the procedure completed with another product. The product was returned for failure analysis. Visual analysis found the shaft to be bent at 28.5 cm and 67 cm from the proximal end, possibly because, it was coiled inside of a bag. The stent was mounted on the balloon and presented no damage. The hub had a 1 cm crack starting from the thread down to the injection point. During functional analysis, an attempt to inflate the balloon was made. An indeflator was connected to the luer hub, however, water leaked out of the hub crack and the balloon failed to inflate. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported complaint of a cracked hub was confirmed although its exact cause cannot be determined. CAPA 1979 was opened to address hub crack complaints.